Manufacturer narrative:
Reference number (B)(4). This is a follow up report of previously submitted report of MFR # 3010757606-2024-0000303. Additional information: a2, a3a, a4 and d10. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022 a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In apr 2024, the patient¿s stoma site was irritated, getting red around the perimeter after eating and had a granuloma which was shrinking considerably. There was also smelly fluid discharges. The patient¿s gastroenterologist was informed. The patient was prescribed augmentin 1000mg morning and evening, pariet (1x1) and a probiotic for 8-10 days. The patient was instructed to stop the application of silver nitrate and do more intensive cleaning of the stoma site with saline and hydrogen peroxide so that it would remain dry.